Event description:
The event is reported as: the customer alleges that the double lumen tube became kinked during use. The complaint alleges that the doctor was not able to ventilate or pass the fiber optic scope through the tubing. There is no reports of patient injury or consequence.

Manufacturer narrative:
A visual, function and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device product is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.